Event description:
It was reported that cassette was giving a non-disposable alert with each pump. Changing cassettes corrected the issue. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? Yes. If pt holds on to it describe in detail any and all damage to the cassette: giving non-disposable alert despite using both pumps. Pt switched to a new cassette and alert stopped; has this incident happened within the past 6 months? Yes. Has this pt reported a pump malfunction within the past 6 months? Yes. Life sustaining infusion. Pt able to continue infusion with new cassette. What is the outcome of the event? Resolved. Reported to by pt/caregiver. Additional information received via email and attached on 16-mar-22: date of event unknown. Patient details provided. No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.